Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. The event is associated with placement issues and therefore is not a reportable event. Submitting the investigation details as additional information. This issue is found to be design related and cause by the product¿s lack of ability to conform to various anatomies, specifically to the population¿s extremes (lean patients due to the lack of anatomy such as glutes or labia tissue). The existing residual risk has been evaluated, is low and has been deemed to be acceptable. The issue is confirmed not to be manufacturing related, therefore DHR review is not required. The initial reporter's zip code: (B)(6). The reported event is inconclusive. No sample was returned for evaluation. No additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient stated that purewick was not collecting all the urine and patient wake up wet, believes it might be placement. Representative did troubleshoot unit passed water test during test stated they removed the float valve. Representative informed they should not be taking it out of lid, and they asked why informed it was a safety net detecting when urine was high and if so, it flips upside so no urine backflows into the unit also went over placement tips. Patient would try and call back if issue continues. Used with female wicks. No additional information provided. Troubleshooting resolved the issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient stated that purewick urine collection system was not collecting all the urine and patient wake up wet, believes it might be placement. Representative did troubleshoot unit passed water test during test stated they removed the float valve. Representative informed they should not be taking it out of lid, and they asked why informed it was a safety net detecting when urine was high and if so, it flips upside so no urine backflows into the unit also went over placement tips. Patient would try and call back if issue continues. Used with female wicks. No additional information provided. Troubleshooting resolved the issue.